Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture, breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone breast augmentation revision with two 425cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grad unknown), bilateral breast ptosis, unacceptable cosmetic appearance and right breast implant rupture, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (right) 370cc mentor memorygel breast implant catalog: smpx370 lot: 9371044 sn: (B)(4) and (left) 370cc mentor memorygel breast implant catalog: smpx370 lot: 9545561 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant has been reported under mrn: 1645337-2021-09482.